Manufacturer narrative:
Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd pen ndl 32g 4mm pro 14 needles were unable to prime or the cannula broke off. The following information was provided by the initial reporter : the customer reported that the drug did not come out when priming and the needle npe was found to be broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-25. H6: investigation summary: two open 32g x 4mm pen needle samples and four photos were returned from lot. No. 0253605, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 4 bd pen ndl 32g 4mm pro 14 needles were unable to prime or the cannula broke off. The following information was provided by the initial reporter: the customer reported that the drug did not come out when priming and the needle npe was found to be broken.